Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the large hem-o-lok clip applier instrument experienced a grip failure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected with no reported damage. Confirmed the grip failure occurred while attempting to clamp the vessel and/or tissue bundle. They confirmed they used the recommended clips. The size was large. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The surgeon obtained new clip appliers and proceeded with the procedure. The procedure was completed robotically. There was no harm or injury to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting grip failure, an investigation was completed to determine the cause of this reported event. The large hem-o-lok clip applier instrument was analyzed, and failure analysis was able to replicate and confirm the reported issue. The instrument was found to have a cracked clamping pulleys at the proximal end. As a result, the grip and pitch cables became loose. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the site's complaint history does show patient identifier (B)(6). As a related complaint (same type of instrument used in the same procedure).